Event description:
It was reported that the patient was not getting adequate pain relief due to high impedances on one of the leads. Program optimization was attempted and was not successful. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well and getting full bilateral coverage of all pain areas postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4).